Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device remains implanted.

Manufacturer narrative:
In response to FDA report number: mw5094659.

Event description:
Patient reported via regulatory agency "extremely full, heavy and painful," "neck and shoulder pain," and "continuous pressure." Patient additionally reported "brain fog," and "energy level decreased" ; these events are not device related. The device was explanted.